Event description:
The customer reported the system would intermittently display an error and force itself to reboot. There is no report of pt injury of death.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available.